Manufacturer narrative:
The insulin pump responded properly to button presses. The insulin pump alarmed motor error during rewind due to corroded motor home switch. Analysis was unable to test for unexpected restart alarm or perform the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to motor error alarms. The insulin pump had cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, moisture damage on electronic assembly and a missing end cap sticker. No damage noted on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 247 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.